Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; july 2, 2019; suction channel : micrococcus luteus(0.1 ufc/ml) second time; july 3, 2019; suction channel : bacilo gram-positivo(0.2 ufc/ml) third time; july 8, 2019; instrument channel : bacillus sp(1 ufc/100ml) suction channel: staphyl. Epidermidis(0.1 ufc/ml) fourth time; july 15, 2019; instrument channel : bacillus sp(1 ufc/100ml) suction channel: micrococus luteus(1 ufc/100ml), staphyl hominis (5ufc/100ml), rothia dentocariosa(4ufc/100ml) the device had been reprocessed with steris. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented. We conducted document review of this event. We noticed the microbe of instrument channel of third time microbiological test for the initial report was not "bacillus sp (1 ufc/100ml)" but "staphylococcus hominis (0.4 ufc/ml)". So the microbe of instrument channel of third time microbiological test is corrected to "staphylococcus hominis (0.4 ufc/ml) ".